Event description:
It was reported through a case study journal article that a patient underwent a primary right total knee arthroplasty due to osteoarthritis on an unknown date. Subsequently, the patient presented with worsening pain, varus instability, and limited range of motion. Ten years after the initial surgery, the patient was revised. During the revision, metallosis was found with subluxation and wear of the femoral component, poly wear, and fracture of the posteromedial portion of the tibial component. The initial cruciate-retaining total knee was replaced with a constrained condylar knee system without further complications upon follow up.

Manufacturer narrative:
(B)(4). G2: japan. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: unk femoral implant lot# unk, MDR: 0001825034-2023-02275. Unk articular surface lot# unk, MDR: 0001825034-2023-02276. Journal artical reference: the importance of selecting a cruciate-retaining total knee prosthesis for a patient with a large physiological posterior tibial slope-a case report journal of surgical case reports, 2022, 12, 1¿5, https://doi.org/10.1093/jscr/rjac584.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the tibial plate is fractured and the articular surface shows heavy wear. As the products were not returned, further evaluations could not be performed. Review of the device history records for item 141210 identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history identified additional no similar complaints for the reported item or reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presented with worsening pain and varus instability, rom 0-1008; radiographs showed posterior subluxation of the femoral component 10 years postop; during revision, metallosis found throughout the joint, wear of the medial femoral component and poly wear noted complaint is confirmed with the provided pictures and medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.